Event description:
It was reported that the lead exhibited loss of capture at maximum output. The patient showed retrograde conduction when programmed to ddd. This was resolved by reprogramming.

Event description:
New information notes that the device was explanted and returned on (B)(6) 2013 with no explanation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.